Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 40 mg/dl. The customer declined to troubleshoot the low blood glucose levels at the time of the call since it happened the night before. The customer reported that the ultralink meter for the insulin pump was not communicating with the insulin pump. Troubleshooting was done. The communication feature on the insulin pump was turned on. No additional info was provided.